Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. (Health effect: clinical code, health effect: impact code).

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "during the procedure the image gets foggy in the center. Cannot see in the center only on the outer edges" involving pentax model ec34-i10cl-us/serial (B)(4). No further information was provided at the time of the report. Pentax sent a good faith effort to the distributor to obtain additional information regarding the event and patient involvement. The device was returned to pentax on 07/06/2021. Pentax service inspectional findings included: image blurry or foggy, passed dry/wet leak test, fluid invasion not observed in control body nor in the pve connector. The device was repaired which included replacement of the following components: distal end assy w/tubes, bending rubber, . The device was shipped back to the distributor, (B)(4) on 07/22/2021.